Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified metal wear with synovitis, left hip. Head and taper were revised. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: unk cup, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00107.

Event description:
It was reported that a patient underwent a revision procedure approximately 12 years post implantation due to metal wear and synovitis. Attempts to obtain additional information have been made; however, no more is available.